Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue was confirmed. The rep changed the power port and checked the system for more than 10 hours. The rebooting camera was removed. They said that the power source looked like it was not stable from the uninterruptible power supply (ups). A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system is not able to communicate with the optical camera showing "localizer not connected" intermittently. After a few minutes, the system can connect to optical camera without and issues. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system is not able to communicate with the optical camera showing "localizer not connected" intermittently. After a few minutes, the system can connect to optical camera without and issues. No patient was present at the time of the event.